Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 289 physical samples submitted for evaluation. The reported issue of plunger movement difficult and volumetric accuracy were confirmed upon inspection and testing of the samples. Analysis of the sample showed that 129 samples showed the stopper rib position exceeded limits and 123 were found to have plunger rod movement exceed limits. Bd determined that the cause of the failure was the assembly process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll tip bulk convenience pak had volumetric accuracy it was reported by customer that the defective units were observed to have a gap, they are stuck/stiff and did not dislodge from their current position when pushed up to zero. The syringes when pulled back or push to the top do not fill consistent volumes due to the stiffness observed within the barrel and rubber plunger. Verbatim: rcc received a complaint via email. The defective units were observed to have a gap, they are stuck/stiff and did not dislodge from their current position when pushed up to zero. The syringes when pulled back or push to the top do not fill consistent volumes due to the stiffness observed within the barrel and rubber plunger.